Event description:
It was reported that the patient was being admitted to the hospital and was experiencing withdrawal and a fever. It was noted that the patient felt like the catheter was ¿kinked or something¿ and wanted the pump interrogated, as the patient felt it didn¿t seem like the pump was actually working, and was ¿sustaining withdrawal reaction¿. It was noted there were no audible alarms. The patient was traveling out of town at the time of event, and the hospital hcp was planning to have the pump interrogated to further troubleshoot if there was an issue. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that an underdose, withdrawal and return of symptoms occurred. The patient experienced acute pain, dizziness, tired, severe fatigue, weakness, nausea, throwing up, sick, spasm, jerking, twitching, was restless, and felt ¿like she needed to stretch her muscles all the time.¿ it was noted that the symptoms the patient experienced were ¿all the stuff the pump takes care of,¿ the patient got the pump to treat pain and spasticity after a car accident. It was noted that the healthcare provider (hcp) ¿had been turning her pump down to try and use the smallest amount of medication needed to still be effective.¿ the symptoms began four days after a refill and dose decrease in (B)(6) 2013. At that time the patient was on vacation and had contacted an hcp ¿who was familiar with¿ the device. The patient was ¿immediately¿ put on a morphine drip, oral baclofen and increased the rate at which the device was pumping, and the patient ¿started feeling better.¿ she felt ¿better for 4 to 5 days and her symptoms started up again.¿ at that time the patient saw her follow up pump hcp who increased the dose. The patient had been on a ¿cycle like ¿clockwork¿ where she felt ok for 4 to 5 days and then went through withdrawal symptoms for 4 to 5 days and that had been happening for nearly 10 weeks.¿ at the time of the report, the most recent symptoms began on (B)(6) 2013. The patient took hydrocodone and baclofen orally when symptoms start and then came off them when she felt better. It was noted that there were no device alarms. The device had not been checked for volume discrepancies. The patient¿s family member was concerned that the device was not dispensing ¿enough,¿ because ¿they usually pull 2.5 (no units of measurement were reported) out¿ during refills ¿but on (B)(6) 2013 they pulled out 4.5¿ after several dose increases. It was then noted that the ¿4.5 is the amount that the pump said it should have left in it.¿ a dye study had been done, no problems found, it was ¿ok¿ and ¿they were able to push and pull.¿ a roller study was performed with no problems found. The patient had ¿fluoro,¿a cervical MRI (magnetic resonance imaging) and blood work, no problems found. The patient was scheduled for a brain MRI. Pump reports were obtained, no details were reported. It was noted that there was question of ¿positional problem¿ as the pump ¿lays flat¿ when the patient lays down, but when standing up the top of the pump ¿falls forward¿ and was ¿90 degrees to her body.¿ it was unclear if the hcp was aware of the positional pump changes. The family member noted that the hcp ¿checked her mainly lying down¿ and the dye study was performed lying down as well. The family member was wondering if the pump could be removed or replaced. The device system was used to infuse bupivacaine, baclofen and morphine. Additional information received reported that there are no alarms, no volume discrepancies and the dye and roller study were both normal. They had not done a therapeutic bolus or indium study. The hcp was considering replacing the pump either tuesday, (B)(6) 2013 or thursday, (B)(6) 2013, since they found the pump to be on recall. Additional information received reported that the device was replaced that same day and that the hcp ¿refused¿ to send the device back to the manufacturer, noting that it would be sent to an independent company as he did ¿did not trust¿ the manufacturer. It was reported that the patient was doing fine as of the time of the report and was sitting up in bed. Caller stated the hcp may have wanted to decrease the daily dose with the new pump.

Event description:
The attorney alleges that the patient sustained damages when her pain pump failed. Their investigation showed this product was defective.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# l81636, implanted: (B)(6) 2000, product type catheter; product ID 8709, lot# l81636, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was later reported that the patient spent (B)(6), 2013 with on and off pump problems. She went through drug withdrawal symptoms nine times in that time frame. The problem was due to the battery having an issue. At the time of this report, the patient was in the process of having the pump dosage turned down. Within a few months, the patient hoped to have the pump removed. The patient experienced agony from the pump.

Manufacturer narrative:
Product ID 8709, lot# l81636, implanted: 2000-(B)(6), product type catheter product ID 8709, lot# l81636, implanted: 2000-(B)(6), product type catheter. (B)(4).